Manufacturer narrative:
(B)(4).

Event description:
The returned receiver (part number stk-kx-blu/lot number 5195787) was visually inspected and no defects were found. Functional testing was performed and there was no failure detected related to the complaint. A review of the downloaded receiver log confirmed the reported event of inaccuracies. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation. However, the receiver ((B)(4)) that was used with the complaint device was returned for evaluation on (B)(6) 2016. The data log was received and reviewed on (B)(6) 2016. Data confirmed the customer complaint of inaccurate cgm values. The root cause could not be determined. The investigation is not yet complete. A follow-up will be submitted upon completion.